Event description:
The reporter stated the surgeon attempted to insert an aa4204vf silicone single piece lens but the lens became stuck in the cartridge. There was no pt contact or injury. The reporter stated the cause of the lens becoming stuck in the cartridge was due to tech error, the tech left the lens in the cartridge too long and the lens started to dry out.

Manufacturer narrative:
Eval results - other: visual inspection of the returned prod found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions - other: based on the complaint history and the eval of the returned prod, the root cause of the event has been determined to be due to user error. It should be noted that the injector was not returned for eval.